Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent shoulder surgery in which the ipg was placed in surgery mode. However, after the surgery, the patient was unable to connect to the generator. A field representative attempted to troubleshoot the ipg but was also unable to connect using their clinician programmer. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.